Event description:
It was reported to boston scientific via an article published in the bjui compass journal that a study was conducted to compare the efficacy and safety of water vapor therapy (rez um), transurethral needle ablation (tuna) and transurethral microwave therapy (tumt) for treating men with moderate to severe benign prostatic hyperplasia (bph) symptoms. Tuna and tumt are procedures which employ conductive heat transfer similarly to rezum procedures, and were popular in the 1990s-2000s. The short lived efficacy and high retreatment rates of both methods led to their decline in clinical practice. A total of 39 studies which include the tumt, sham, transurethral resection of the prostate (turp), tuna and rezum procedures, with a total of 2100 patients were compared. The latest follow-ups of patients cohorts for tuna, tumt, and rezum procedures ended in 2004, 2005 and 2022 respectively. (3.1.4) statistical analysis from these studies showed, that in the randomized clinical trials (rct) only analysis, tumt had a lower serious adverse events (sae) rate than rezum. However, the difference was not statistically significant. Similarly, tuna had a lower but statistically insignificant sae rate than rezum. Turp had a higher sae rate than rezum, and the difference was not statistically significant. When including the sae rates from single-arm studies, tumt had a lower sae rate than rezum however, the difference was not statistically significant. Similarly, tuna had a lower but statistically insignificant sae rate than rezum. Turp had a higher sae rate than rezum, and the difference was not statistically significant. (3.1.5) in the rct-only analysis, the surgical retreatment rate at the 12-month assessment showed varying results across treatments. The article concludes that the widespread use of rezum in clinical practice is based on limited evidence, and the evidence suggests that rezum is not significantly better than tuna and tumt in any clinically relevant domain.

Manufacturer narrative:
Ansh, b., joao, g. P., renil, s. T., vishal, I., khushi, s., ankur, m., diana, m. L., robert, m., thomas, r.w.h., hemendra, n. S. (2024) a systematic review and network meta-analysis comparing rezum with transurethral needle ablation and microwave thermotherapy for the management of enlarged prostate. Bjui compass, 5, 621-635.